Event description:
A (B)(6) f requiring external csf drainage. Rn attempted to change evd drainage bag. When the bag was disconnected, rn noted connection was broken down and new bag would not be able to be successfully screwed on. Neurosurgery immediately called to replace system. System sterilely replaced at bedside. No known pt harm.